Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient information was unknown. On an unreported date the patient experienced oversedation. It was indicated that the patient had been admitted to the hospital. The hcp needed to stop the infusion. It was late at night and the hcp did not know what to do. No further information was available. Event outcome was unknown. Additional information has been requested but was not available at the time of this report.